Event description:
It was reported that the asymptomatic patient presented for generator change. During procedure on (B)(6) 2017, the right ventricular lead was capped and replaced without complication. The lead was replaced as it showed a gradual increase in pacing impedance and threshold over the course of the past year. Patient was fine throughout the procedure and will be followed up normally.